Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided storage mode instructions. Due to the nature of the malfunction, a replacement pump was sent, and the caller was instructed to return the defective pump to avoid billing. The customer was advised to program settings and connect their cgm to the replacement pump. Customer has a backup insulin pump and mdi as a secondary pump to ensure insulin delivery is not interrupted